Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (using a broken device). (B)(4).

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a fusiform 65mm diameter and 96mm in length abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 30 mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 12 mm in diameter. The right internal iliac artery measured 13 mm in diameter and the left internal iliac artery measured 12 mm in diameter. The right external iliac artery measured 5.5 mm in diameter; the left external iliac artery measured 5.5 mm in diameter. It was reported that as the main body delivery system was taken out of its package, the rear-handle which was located posterior to backend wheel was broken off. The physician determined it did not have any issue on the operation with the delivery system, so the broken off rear-handle was discarded. There was no damage to the packaging. The procedure continued and the stent graft was deployed without issue. Although, a type IV endoleak, blush was confirmed no additional procedure was performed. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. The physician commented that it seems to be adhesion (contact) failure of the rear-handle.